Event description:
Patient presented to the physician with an ongoing lisp. Patient was referred to and attended speech therapy without resolution. Patient also reported that they have now developed saliva buildup.